Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the clinical use at the time of the event was unknown but there was no apparent patient or user harm associated with the event. A philips remote service engineer (rse) spoke with the customer who clarified that the speaker of the system, rather than the diffuser, had failed and needed to be replaced. Philips provided a quote to the customer to have a field service engineer (fse) inspect the system onsite and replace the speaker, but the quote expired as no customer approval was received; no on-site work was performed by philips. No further information could be obtained from the customer despite repeated attempts. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Although the initial report indicated that the system's diffuser had malfunctioned, it was later reported that the system's speaker was the component that had malfunctioned. This issue would not be likely to cause or contribute to a death or serious injury if this were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's diffuser failed and needed to be replaced. No harm has been reported to philips. We are conservatively reporting due to a lack of information. Philips has started an investigation of this complaint.